Manufacturer narrative:
Evaluation summary: as returned, there is damage underneath the rim of the liner; a piece of the rim is missing; there is a crack on the rim; an area on the outer surface is deformed; and one of the constraining tabs on the liner is cracked. No x-rays were provided and therefore it is unk whether all the components were placed in the proper orientation. No information is available regarding pt's past medical history. Dislocation may be caused by many different factors. The exact cause cannot be determined with the available information. Device history records indicate all components were manufactured and inspected to specification. The device was dimensionally analyzed and found to be within specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for dislocation caused by the stem levering on the cup. The surgeon implanted another tcl and rotated the liner to allow for better range of motion.